Event description:
It was reported that these 980 ventilators failed the circuit pressure test during the short self test (sst) and the exhalation valve (ev) pressure tests during the extended self test (est). The ventilator was not in use in a patient at the time of the reported event.

Manufacturer narrative:
Issue identified during product analysis. H3: device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that this 980 ventilator failed the circuit pressure test during the short self test (sst) and the exhalation valve (ev) pressure tests during the extended self test (est). The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the reported issue with I nspiratory auto zero solenoid not operational message. Based on the displayed message, sp replaced inspiratory flow module (ifm) printed circuit board assembly (pcba). The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. One ifm pcba was returned for failure investigation. A visual inspection was carried out on the returned ifm pcba, no anomalies were observed. The part was attached to the test ventilator and powered up but it failed est for autozero solenoid. After a thorough investigation, a faulty autozero solenoid (so1) on the ifm pcba was identified. Investigation determined if so1 were to fail while in use on a patient, the ventilator response would be to enter backup ventilation (buv). The cause of the circuit pressure test failure was isolated to a faulty autozero solenoid (so1) on the ifm pcba. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.